Manufacturer narrative:
Retainer ring=black. Customer complained on 07/14/2021 the display is blank and alarming. Complained the buttons are not responding after moisture exposure. Device received with a frozen display and alarming with flashing medtronic logo. No blank display noted. Reset the insulin pump three times to determine flashing medtronic logo is permanent. Frozen display with flashing medtronic logo was due to moisture damage to the 80 pin connector, j2 on the pcb2 board. Cleaned j2 connector with alcohol and no effect. Unable to verify unresponsive buttons due to frozen display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Confirmed frozen display and constant alarming. No blank display noted. Was unable to verify unresponsive buttons due to frozen display. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated insulin pump had flashing medtronic logo and alarming and nothing happened. Insulin pump was exposed to water. Buttons were unresponsive. Insulin pump did not pass self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.